Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that error c-34 appeared on the vio integrated electrosurgical generator unit (iesu) when using coagulation. An isi technical support engineer (tse) explained to the csr that error c-34 was related to a voltage issue and advised her to power cycle the iesu and reconnect the energy cable. Later, the csr called back and stated that the iesu power cycle did not resolve the issue. At this time, it is unknown if the procedure was completing as planned using the same iesu. No known impact or patient consequence was reported. Isi followed up with the surgeon and obtained the following additional information: the system functionality was checked upon powering on and the iesu initialized without error. The procedure had been in progress for 30 minutes when the issue occurred. The site attempted to restart the iesu, replace the cable and the instrument, but the issue persisted. The site elected to continue the procedure using a third-party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi received the iesu to perform failure analysis (fa). Fa was able to confirm the issue via system logs and reproduce the issue when the unit was placed on an in-house system and was run in normal mode. The provided images are consistent with the allegation of error c-34 on the screen.